Event description:
Reporter indicated that the pt had high impedance on both system and normal mode diagnostics. It was also reported that the pt had fallen a few days before the high impedance was obtained. X-rays were taken and reviewed by MFR. Upon review, a gross lead fracture was visualized near a tie-down in the neck. A battery life calculation was also done and showed approx -0.98 years remaining until eri =yes. Pt has been referred for revision surgery.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.